Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh on (B)(6) 2006. Later patient expereinced infection, pain, and urinary problems. Patient has undergone an additional surgical procedure and will likeky underg additional surgeries and/or treatments.